Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that it is not delivering accurately and will not pass re-certification.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer reported the enteral feeding pump was not delivering accurately and would not pass re-certification. The unit was triaged, and the reported issue could not be confirmed at this time. An accuracy test was performed, and the unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.